Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); unapproved use of device (pre-operative rupture). Conclusions: off-label, unapproved or contraindicated use (pre-operative rupture).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. The patient's aortic neck was long and it crimped/kinked the contralateral limb at the bifurcated gate after it was implanted; a palmaz stent was placed which corrected the kink and created adequate flow. The case was complete and the patient was sent to the ICU. However, the patient expired the following day. The cause of death is unknown. A review of a single pre-implant angiogram image show an angulated neck has a sharp bend (inward shelf) approximately 2cm below the renal arteries on the left side of the aorta. A single post-implant image shows that a 1-stent length section of the left side of the stent graft, near the bifurcate flow divider, is sharply compressed, although there appears to be adequate flow distal to the kink. After implant of the palmaz stent, the kinked area has significantly opened up. The cause of the kink appears to be anatomy related, likely from the aortic shelf seen on the pre-implant image.